Event description:
During a surgical procedure, the insulation of the probe was peeling. The procedure could not be completed with the probe because the surgeon was uncertain if plastic material of the insulation remained in the joint. No pt injury was noted.